Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, charge/battery lasts less than expected, crack on back side of pump and rails of clip are broken. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and confirmed the customer reported issue physical damage to the pump, short battery life or a low battery alarm. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No failed batt test or charge/battery lasts less than expected noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant alarms noted in download history review to confirm customer's concern. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), battery tube threads - cracked, pillowing keypad overlay, cracked keypad overlay, and damaged display window cover in summary, charge/battery lasts less than expected not confirmed. Customer concern for cosmetic damage at belt clip rails not confirmed. No broken belt clip rails noted. Customer concern for damage on pump case and display window cover confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.